Event description:
Reportedly, arterial line disconnected or actually unsealed from the stopcock just distal of the vamp during use. The alarms went off and blood was pumping out into the bed. No further information provided.

Manufacturer narrative:
Evaluation of the returned device found blood was visible inside the system. Vamp tubing was found to be completely detached from solvent bond joint with reservoir. Trace of adhesive was visible at most part tubing bond area. Detached tubing was severely bent near the bond joint.